Manufacturer narrative:
Method, DHR, complaint review: the investigation concluded that this event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. The results of previous material analysis for past pers indicated that the tip of this driver deformed due to torsional overload and fractured due to torsional shear. This failure mode is observed when driver is over torqued, driver tip wears excessively due to repeated use of the driver and drive tip is angulated extremely within the screw head during use. The lower joint of the universal driver shaft is made of custom 455 stainless steel with hardness of hrc 50 +/- 2. This indicates that devices received proper heat treatment and have been manufactured as pre blue print specification. Device history review showed no reported discrepancies. Complaint history review shows that there have been similar reported events regarding this lot. As a result of these previous complaints, design change was implemented on may 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. This is the same patient/event as MFR # 2249697-2010-00411.

Event description:
It was reported that: "screw driver tip broke when tightening an acetabular bone screw. Then used the straight driver which also broke at the tip tightening a bone screw. Surgeon felt it was due to the patient's good bone quality."